Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has phimosis in both eyes post cataract surgery. The right eye is worse and patient only seeing hand movements. Patient received capsulotomy and under microscope a ''plaque'' was noticed in the center of the iol. There is also cystoid macular oedema (cmo) in the left eye post surgery. Additional information has been requested but has not been received. This report (1 of 2) refers to patient's right eye.

Manufacturer narrative:
Additional information: model #/lot #, device manufacture date, additional MFR narrative. The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.